Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise due to lead fracture. The lead was explanted without incident. No adverse patient effects were reported. The lead will not be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.